Event description:
The facility reports the pt was being transferred from the wheelchair with the sling. The lift was initiated after the sling was secured to the jib. While raising the lift, the leg supporting sling clip came undone. The pt fell out of the sling head-first, hitting her head on the floor. The pt sustained a laceration to the back of the head and was diagnosed with a head contusion. Stitches were applied to close the wound. (B) (4).

Manufacturer narrative:
The device was investigated on-site and was indicated to have a loose positioning handle with the jib not properly tightened to spec. A side cover was missing from the chassis. Pictures of the sling were received, which proved to be conclusive for this investigation. The sling involved was an old white and worn sling. The label had been washed and worn away, and the sling could no longer be identified with certainty. The sling clips were black and of the keyhole design. This type of clip was last produced in november 1999. Both the operating and product care instructions (opi) as supplied with the lifter and the guidelines for use of the sling clearly indicate the slings should be checked before use and, if any damage or fraying is noticed, the sling is to be taken out of use. No pathology of the pt was known, but further investigation revealed that the customer indicated to the arjo representative on-site that the occupant of the sling was "anything but active". From internal investigation reports by the manufacturer that simulated clip detachments, it has been established that clips cannot come undone from the hanger bar once put in place and checked to be under tension before lifting the resident save from the caregiver manually detaching the clip. There is an exception to this rule, namely that it is possible (though improbable) that a leg clip can come off when kicked up by the resident's knee from a position between fully horizontal and a seated. For this to happen, the knee must be under the clip and moved inward and violently upward during an involuntary movement, such a combativeness, spasms, or convulsions. No such movement was indicated to have taken place, and the customer has indicated the pt was not prone to uncontrolled movements. Both the lift's opi and the sling's guidelines clearly state that, before lifting the resident, the clips shall be put in place and the clips and straps shall be under tension. It is reported the pt was lifted from a wheelchair, indicating a seated position. It is then indicated that the pt slid out of the sling head-first. This is not a logical sequence of events, as gravity dictates that a leg strap coming undone with the pt in a seated position makes the pt drop bottom-first, or rotate before possibly landing on her head. Note that although the reported looseness of the hanger bar positioning may be a factor in this, a "loose" positioning of the hanger bar cannot lead to a detachment. From the info gathered, the investigation and eval, the manufacturer concludes the resident in this incident did not drop out of the sling as a result of a clip detachment, but rather from a non-attachment. In the manufacturer's opinion, the even is a user-error malfunction. Apart from this root cause, it is also clear that product lifetime indications in the after-sales documentation were not followed. The manufacturer strongly recommends re-training of all relevant personnel on the site to the latest versions of the product after-sales documentation. The manufacturer has opened a CAPA to improve awareness towards the issue with the device operators and to remind them of the opi and guidelines documents.